Manufacturer narrative:
Approximate age of device: 6 years. The replaced portion of the repaired percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced 3 instances of pump stoppage events while laying on their right side and connected to the power module. Review of a submitted x-ray by the manufacturer's technical services representative revealed an area of concern near the connector end bend relief. A distal end percutaneous lead repair was performed on (B)(6) 2015. No further alarms were reported. The patient remained asymptomatic.

Manufacturer narrative:
The device was returned for evaluation. The report of low speed/flow alarms and pump stoppage was confirmed based on the submitted log file; however, a specific cause for the alarms could not be conclusively determined. The data log file contained approximately 29 days of data which captured low speed/flow hazards and pump stoppage event while the patient was supported by the power module and patient cable. However, a specific cause for the events in the log files and a correlation to the evaluation of the returned portions of percutaneous lead (lead) could not be determined. An electrical continuity test of the 11.5" portion of returned lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No further information was provided. The manufacturer is closing the file on this event.